Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical devices for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 11 pro (ios 18.5) with mmt1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to lack of application logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Although the os did not specify the reason for the disconnection, it could be related to device cache or vpn issues issue status: unknown. Steps to resolve the reported issue would include: 1. Settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cachedinformation related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Attempt pairing again. 7. If the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 14. Additionally, if the customer reaches out again, please ask them to upload diagnostic logs (menu > about > diagnostic logs > upload logs). This will help us give more personalized recommendations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.